Event description:
On 25th april 2023 getinge became aware of an issue with one of surgical lights ¿ powerled. It was discovered that the fixing was sheared leading to detachment of the dome on one side creating a risk of the dome's fall. Based on the photographic evidence, additional issue has been detected - the paint was peeling on the fork. The issue is considered reportable as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 25th april 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, the fixing was sheared leading to detachment of the dome on one side creating a risk of the dome's fall. Based on the photographic evidence, additional issue has been detected - the paint was peeling on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 25th april 2023 getinge became aware of an issue with one of surgical lights ¿ powerled. It was discovered that the fixing was sheared leading to detachment of the dome on one side creating a risk of the dome's fall. Based on the photographic evidence, additional issue has been detected - the paint was peeling on the fork. The issue is considered reportable as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of surgical lights ¿ powerled. It was discovered that the fixing was sheared leading to detachment of the dome on one side creating a risk of the dome's fall. Based on the photographic evidence, additional issue has been detected - the paint was peeling on the fork. The issue is considered reportable as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It was reported that a screw, that connect the beam to the frame, sheared off. 3 screws enable the mechanical connection between the beam and the frame. According to the photographic evidences the beam was partially detached from the frame showing a detectable large opening and a screw was still connected to the frame. A progressive loosening of a screw or an excessive effort applied on the light head probably led to the rupture of the screw. To prevent the loosening and then rupture of the screws, the production assembly procedure "gom 5344" indicates to use loctite 243 threadlocker on the 3 fixing screws. The powerled instruction for use IFU 01581 mentions to check the integrity of the device performing, by trained personnel, daily visual and functional inspections to ensure that the product used is compliant. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 25th april 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, the fixing was sheared leading to detachment of the dome on one side creating a risk of the dome's fall. Based on the photographic evidence, additional issue has been detected - the paint was peeling on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.